Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
Upon removal by urgent care provider, tampon pledget fell apart. To prevent potential infection, consumer was prescribed medication. During a follow up, consumer stated she started experiencing light vaginal bleeding, lower back pain/cramps, and vaginal discharge. Her physician performed a vaginal swab. Test results are still outstanding. No further information is available at this time.

Manufacturer narrative:
Updated with information from the consumer. Medical records and results of vaginal swab were received.

Event description:
Consumer called us back to report she has received medical bills. Her cramping and vaginal bleeding have resolved and the results of the vaginal swab showed an imbalance of bacteria, but no diagnoses of infection. Consumer is no longer experiencing unusual symptoms, has no pain, no abnormal discharge and states she is doing well. No further follow-ups are tasked.